Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. The quantity affected is one unit. Investigation summary: received on navarre drainage catheter for evaluation. The returned photo did not show any conclusive evidence of a failure, however, visual inspection of the returned device identified a crack on the proximal hub of the returned catheter. Therefore, the investigation is unconfirmed for the alleged external break without embolism and confirmed for a connector crack. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided drainage of a cyst, the connection part allegedly broke when the operator injected the tube with the injection syringe. It was further reported the procedure was completed with another product. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received on navarre drainage catheter for evaluation. The returned photo did not show any conclusive evidence of a failure, however, visual inspection of the returned device identified a crack on the proximal hub of the returned catheter. Therefore, the investigation is confirmed for a connector crack. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided drainage of a cyst, the connection part allegedly broke when the operator injected the tube with the injection syringe. It was further reported the procedure was completed with another product. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided drainage of a cyst, the connection part allegedly broke when the operator injected the tube with the injection syringe. It was further reported the procedure was completed with another product. There was no reported patient injury.